Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 43 mg/dl. The threshold suspend did go off on the insulin pump. The customer did not exhibit low blood glucose symptoms. The device was not returned.